Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as fold flaw opening and observed two openings on anterior assessed as surgical damage. Additional observations: crease fold and wear abrasion observed on the device. Brown particles observed inside of the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.